Event description:
It was reported that the patient underwent a posterior spinal fusion at t12-l2 to treat a l1 burst fracture. It was reported that the extender disengaged from the right l2 bone screw. The screw was removed and reattached to the extender and insertion was performed again. The surgeon commented that it seemed that an inner sleeve was insufficiently inserted to the extender and head was not firmly locked at the time engaging with a screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.